Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ luer lok syringe had foreign matter.

Event description:
It was reported that before use of the bd¿ luer lok syringe had foreign matter.

Manufacturer narrative:
Investigation summary: one sample and three photos were received for evaluation. The sample has a 60ml of white thick solution. Visual inspection under a magnifier lens was performed not observing any foreign matter. One photo was provided. The photo shows like foreign matter or a line drawn by a black marker at the bottom part of the syringe. Based on the evaluation, root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.